Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation as it was discarded. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for evaluation. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for commander delivery system balloon burst was unable to be confirmed. No manufacturing non-conformance was identified during the evaluation. An existing technical summary written by edwards lifesciences documents the root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The event description states, "the commander delivery system balloon burst during valve deployment". Additional information revealed the patient had severe sinotubular junction (stj) calcium. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In this case, review of available information suggests that patient factors (calcification) contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device was discarded.

Event description:
As reported by the field specialist, during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 23 mm sapien 3 ultra valve, the commander delivery system balloon burst during valve deployment. The valve was still able to be implanted successfully with no procedural complications. The delivery system was pulled into the esheath+ and withdrawn without any issues. An angiogram was performed and no damage to the iliac artery was found. The esheath+ was also able to be withdrawn successfully without any issues.